Event description:
I had 2 rounds of coolsculpting for inner and outer thighs. The first round occurred on date above and the second approx. 6 months later. A number of months later I noticed bulges developing in the areas where I had the cool sculpting. I didn't know about pah for a number of years after, but lived with large and uncomfortable and unnatural bulges between my thighs and on my outer thighs where the applicators had been placed. I finally learned about pah and this side effect from a newspaper article published spring of 2023. I have since undergone expensive vaser liposuction to remove the pah on my thighs.